Manufacturer narrative:
Section a1-patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect toxo igg result for one patient. The sample was repeated and lower results were obtained. The following data was provided: (B)(6) 2023 sid (B)(6). Initial result = 7.1 iu/ml. Repeat results = 0.1 iu/ml and 0.1 iu/ml. Other test result provided: toxo igm result = negative. Per the architect toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the trigger pump leaking. The fsr replaced the trigger pump which resolved the issue. The trigger pump was determined to be the likely cause of the issue. An instrument service history was review and revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr processing module, serial number (B)(6) or the trigger pump.

Event description:
The customer observed falsely elevated architect toxo igg result for one patient. The sample was repeated and lower results were obtained. The following data was provided: (B)(6) 2023 sid (B)(6). Initial result = 7.1 iu/ml. Repeat results = 0.1 iu/ml and 0.1 iu/ml. Other test result provided: toxo igm result = negative. Per the architect toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive . No impact to patient management was reported.